Manufacturer narrative:
Based on the completed investigation, the identity of the white crystalline substance and why it remained in the device could not be determined. This event is detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-290 series operation manual IFU document no.: rc5670 rev.: 07 section: chapter 3 preparation and inspection¿ IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual IFU document no.: rc5671 rev.: 03 section: chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that the bending rubber and the nozzle had a white crystalline substance. The identity of the white crystalline substance and why it remained in the device could not be determined. There was no patient involvement.